Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read "high" (>500 mg/dl, >27.8 mmol/l) while wearing the pod on the abdomen. As she was far from home, she could not activate a new pod and attempted to purchase insulin at several pharmacies without success. The patient ultimately went to the emergency room and was admitted to the intensive care unit. The patient's caregiver reported that she also experienced nausea, tremors and had difficulty focusing during conversations with healthcare providers. At the hospital, she was treated with intravenous insulin and potassium. Testing confirmed that her blood glucose levels had reached 33 mmol/l (594 mg/dl), despite self-administering 15 units of insulin prior to arrival, her glucose levels had not decreased. The medical team recommended continued hospitalization; however, the patient chose to leave once her blood glucose levels normalized.